Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that her adc freestyle libre sensor detached after 3 days of wear and she did not have a replacement sensor available. The customer indicated having contact with an hcp and being treated with insulin injection. No further information is available, as the customer refused to troubleshoot or provide more details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre sensor detached after 3 days of wear and she did not have a replacement sensor available. The customer indicated having contact with an hcp and being treated with insulin injection. No further information is available, as the customer refused to troubleshoot or provide more details. There was no report of death or permanent impairment associated with this event.